Event description:
Reportable based on analysis completed on 18-dec-2014. It was reported that crossing difficulties were encountered. The 80% stenosed, 10mm x 3.0mm, eccentric, de novo target lesion containing a lesion bend of less than 45 degree was located in the mildly tortuous and moderately calcified left anterior descending artery. After predilation was performed with an unspecified balloon catheter, a 3.00x12mm promus element ¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The tip od was measured and is within specification. The stent struts at the proximal end of the stent were raised and misaligned. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. The hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).